Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and had a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a blank display and alarmed stuck button error after the battery has been removed. Customer stated that they were able to clear the alarm and the buttons were responsive. The customer was advised to monitor and call back if issue persists. The insulin pump is not expected to return for analysis.